Event description:
It was reported to medtronic minimed that the customer experienced sticky/non-responsive buttons, pump louder (grinding sound) and slower during rewinds, insulin flow blocked, random no delivery, scratched screen, problems connecting or staying connected, and losing charge faster than when first got it. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-332a, mmt-7040a, unomedical, mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the devices, no product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no stuck button error alarm, rewind anomaly or no delivery/occlusion alarm noted during testing. Successfully downloaded history files and traces using thump/carelink. No stuck button error alarm or no delivery alarm found in the pump history file/trace. The j1 connector on pcba 1 was locked properly during visual inspection. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor assembly, or force sensor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, missing display window cover, scratched case and minor scratched lcd window. In summary, pump passed all required testing. No com pump to xmtr was not confirmed. Cosmetic damage confirmed at the lcd screen. Keypad/button unresponsive/button error alarm, no delivery/occlusion alarm and rewind anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.